Event description:
It was reported that patient presented in ER after receiving multiple inappropriate atp and hv therapies. The device was reprogrammed and the patient was discharged. Patient will be monitored with routine follow-up. No further issues have been reported.